Event description:
I had a breast augmentation in (B)(6) 2014. And had allergan implants put in. A few months went by and my left breast was not "setting" and felt hard. I then noticed I started to form a lump underneath my left breast that grew to almost the size of a tennis ball. The silicone implant had been leaking out of the capsule and into my body. The implant was then removed and couldn't be replaced until 4 months later due to a blood infection. Ever since that implant ruptured, I have been diagnosed with an autoimmune disorder. I suffer chronic migraines, heart palpitations, ringing in the ears, dizziness, extreme fatigue, allergic reaction to medications that were never a problem before, allergic reaction to adhesive, extreme breast pain, abdominal pain, back pain. That is just a few symptoms of what has happened to my body since the silicone leaked out. I have also seen drs for the past 3 years and have tests, ran on every symptom and everything comes back normal and my dr is now seeing if I have silicosis diseases and also heavy metals in my body. He says all of my symptoms are from my breast implants. I was healthy before I had implants. I am having them removed on (B)(6) 2019. FDA safety report ID# (B)(4).